Event description:
It was reported that the green protective patient line cap of an amia cassette was disconnected from the patient line and loose within the packaging. This issue was further described as, ¿the green cap was detached in the packaging". This was observed during setup of the device for peritoneal dialysis therapy. To resolve this issue, the set was replaced with an new one and the patient continued with therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.